Event description:
Air mattress was inflated, and felt at the time that, this contributed to the rolling over of the pt. The pt slided off the bed and died. There was no support on the bed. Rep from the company came to see the device and wants the mattress return to the company for evaluation.